Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with a non-preloaded monofocal intraocular lens (iol) in which the back haptic was not in the proper position. Additional details were provided, indicating that the scrub technician experienced difficulty loading the lens, which resulted in the back haptic being bent or broken. The issue was identified after the lens had been fully implanted into the patient¿s eye. A second procedure was subsequently required to replace the lens. Attempts to use a backup lens were unsuccessful, as the backup lens was also loaded incorrectly. There was no indication of user error, and no photos or videos of the lens were submitted. No further information is available.